Event description:
Baxter reported a blue screw and white connector was separated on a transfer set. There was no pt injury or medical intervention reported.

Manufacturer narrative:
Evaluation summary: per the affiliate, the sample was not available, however, a photograph of the malfunctioning sample was provided. Results indicate confirmation via photograph of the reported separation of the white twist sleeve from the light blue main-body component due to broken occluder feet. The root cause was not able to be determined. Renal product surveillance, quality engineering, and plant manufacturing will continue to monitor this product line and take corrective/preventative action as appropriate.